Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to it presenting high impedance measurements out of range and noisy signals. The lead was examined through x-ray imaging and it seemed to present a fracture. A new device was implanted. No additional patient effects were reported.